Manufacturer narrative:
Therapy date unknown. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was reported that there were a total of 4 screws and 1 plate. Concomitant device reported: screws (part# unknown, lot# unknown, quantity 3).

Manufacturer narrative:
A product development investigation was performed. Three (3) broken cortex screws including one (1) tip were returned with a complaint stating the screws broke postoperatively. Further clarification from the facility reported that two (2) of the screws are from (B)(4) and one (1) of the screws are from (B)(4). The returned tip was able to be matched up to one (1) of the shafts and the combination was identified to be part 204.828. It is uncertain which of the two (2) remaining unknown broken screws belong to this complaint as all returned screws belong to product family 204.8xx. Replication of the complaint is not applicable as the screws were returned breakage. The definitive root cause cannot be determined with the provided complaint details. A visual inspection and drawing review were performed as part of this investigation. This complaint is confirmed. A device history record (DHR) review could not be performed as the lot numbers for the returned screws are unknown. Product drawing was reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. The definitive root cause cannot be determined with the provided complaint details. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID/initials are unknown. Date of event reported as (B)(6) 2016, but it is unknown if this is the date the screw broke, the date it was discovered broken, or the date of the revision procedure. UDI: (B)(4). Therapy date): unknown. Part of the device remains in the patient. Device not considered explanted during the revision procedure in (B)(6) 2016. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Information reported on user facility report: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against user facility medwatch number (B)(4), a copy is attached. The only information contained in this report is correction or additional information. Implanted devices involved a four-hole plate and screws. The broken screw was identified via radiology report. Part of the screw was left implanted in the patient as the operative report noted it would take significant dissection to remove it. There was no harm to patient. Concomitant devices report: four-hole plate (part/lot unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.